Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) displayed an error message. There was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) installed the loaner central control monitor (ccm). The fsr transferred the data from the old ccm to the loaner ccm. The fsr verified operation and perfusion screens and returned the suspect ccm for further analysis. The ccm failed to boot-up and displayed error message "system computer needs service". The reported complaint was confirmed. The service repair tech (srt) inspected the printed circuit interface (pci) interconnect cable that connects between the sbc board and the lan interface board which revealed contamination on male end of connector. The srt performed a thorough cleaning of connector with alcohol, re-installed and the ccm functioned normally. The srt performed a thorough cleaning of dual in-line memory module (dimm) card connector with alcohol, reinstalled and the ccm functioned normally. The srt rebooted and tested ccm touch screen several times and it functioned properly each time. The unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.